Event description:
It was reported that this patient experienced chest pain and went to the emergency room. An x-ray was performed, and the right ventricular (rv) lead perforated the septal heart wall. A revision procedure was scheduled to explant the lead. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced chest pain and went to the emergency room. An x-ray was performed, and the right ventricular (rv) lead perforated the septal heart wall. A revision procedure was scheduled to explant the lead. Subsequently the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: describe event or problem, d6b: explant date, and h6: impact code.